Event description:
S/p intramedullary nailing of the right femor approx 1. Pt now has complaints of pain about the right knee. X-rays showed a non-union of the proximal 3rd of the femur where the original fracture site had been. There is a fracture thru the im nail with autogenous bone graft in the site. An implantable bone stimulator will be placed.